Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, a supraventricular tachycardia was detected by the implantable cardioverter defibrillator as a ventricular tachycardia. Inappropriate antitachycardia pacing and high voltage therapy were delivered. Electrogram review revealed intermittent atrial undersensing causing the device to delivery therapy. No intervention performed. The patient was asymptomatic after the even and will be monitored.